Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively. Additional information was received that the explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred back in september based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information had been obtained despite good faith efforts.